Manufacturer narrative:
Summary of eval: eval of this event cannot be performed because the device was not returned to howmedica leibinger gmbh, freiburg, germany.

Event description:
On july 14, 1992, the pt underwent a primary reconstruction for multiple facial fractures. A total of eleven plates and sixty-eight screws were implanted in the frontal sinus, nasal, cranial, palatal, mandibular and malar regions. Persistent right enophalmos and ptosis necessitated revision surgery to the orbital region on july 23, 1992. During a revision surgery on june 14, 1994, to correct persistent right enophalmos, right upper medial lid ptosis, displacement of the right inner canthus and a deformity of the nose, a plate on the posterior 1/3 of the zygomatic arch was found to be fractured and severly bent. The plate was removed.